Event description:
It was reported that an ilet pump¿s screen separated from the backing during sleep, rendering the display unusable; the issue aligns with a device display component exhibiting loss or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including a photo, as well as education on shutdown steps and continuation of cgm use with dexcom. Investigation of this case revealed a stress-related problem affecting the display assembly consistent with a component bonding failure of the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.